Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Pump also received with scratched case, cracked case reservoir lip, pillowing keypad overlay, and minor scratched lcd window. No cracked lcd window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Pump also received with scratched case, cracked case reservoir lip, pillowing keypad overlay, and minor scratched lcd window. No cracked lcd window noted.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was crack on display and reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.